Manufacturer narrative:
Additional information: b5 - description updated, d1&2 - brand name, common device name, product code, d4 - material code, batch number, expiration date, g4 - 510k, h4 - expiration date.

Event description:
Update: the material has been updated to nx211- vega ps+ gliding surface t1/1+ 12mm. This is in reference to the left knee. Associated medwatch reports: nx211 (aesculap ag reference (B)(4); 9610612-2026-00032). Unknown component aesculap ag vega knee implant system (aesculap ag reference (B)(4); 9610612-2026-00040). Unknown component aesculap ag vega knee implant system (aesculap ag reference (B)(4); 9610612-2026-00041).

Manufacturer narrative:
Additional information: b5 - description updated. D4 - material data. D10 - involved components. H4 - manufacture date. H6 - codes updated. Investigation results: the complained medical device was not available for investigation. Therefore the investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the lot number. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Update: associated medwatch reports: nx051z (aesculap ag reference no. (B)(4); 9610612-2026-00032); nx009z (aesculap ag reference no. (B)(4); 9610612-2026-00098). Involved components: nx211/ vega ps+ gliding surface t1/1+ 12mm (aesculap ag reference no. (B)(4); 9610612-2026-00040); nx060z/ s tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2026-00041).

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, it was reported that there was postoperative loosening. A revision surgery had been planned. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the medical device was updated to nx051z - as vega ps tibial plateau cemented t1. Associated medwatch reports: nx051z (aesculap ag reference no. (B)(4); 9610612-2026-00032); unknown component aesculap ag knee vega implant system (aesculap ag reference no. (B)(4); 9610612-2026-00041). Involved components: nx211/ vega ps+ gliding surface t1/1+ 12mm (aesculap ag reference no. (B)(4); 9610612-2026-00040); unknown component aesculap ag vega knee implant system (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: b5: description updated. D1&2: brand name, common device name, product code. D4: material updated. D10: involved components. G4: 510k. H6: codes updated. Investigation results: the complained medical device was not available for investigation. The investigation was based upon event description and review of pictures. The provided pictures did not provide further information. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also after meaningful attempts no further information could be received. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.